Event description:
It was reported that during a trochanteric fixation nail (tfn) roding procedure, while detaching and switching out the reamer heads on the backtable one of the tines snapped and broke off. The tine that connects the reamer head to the reamer shaft broke. The procedure was not prolonged by any amount of time, another reamer shaft was used to finish the procedure. There was not any harm noted to the patient. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. A review of the device history record did not show conditions that could have contributed to the reported event. No conclusion could be drawn, as the part was not received.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.